Manufacturer narrative:
Additional manufacturer narrative: it was reported that the valve was explanted due to stenosis with leaflet calcification and thickening. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be conclusively determined, it appears that the patient's stenosis was likely caused by the documented findings. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. In this case, the patient's comorbidities include hypercholesterolemia. Hypercholesterolemia could be a risk factor for calcification as there are pathophysiologic similarities between calcification and atherosclerosis. Additionally, several studies have documented a correlation between lipids and calcification and found that both coronary calcification and aortic valve calcification progress more rapidly in subjects with low-density lipoprotein (ldl) levels. Ldl levels have been found to have a stronger correlation with coronary calcification than age, sex, blood pressure, fasting, insulin level, or smoking. Patients who reduce their cholesterol levels with lipid-lowering agents significantly reduce the progression of coronary calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Moreover, non-calcific bioprosthetic tissue degeneration (thickening) is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years due to severe prosthetic aortic valve stenosis. It was identified, through review of source documentation provided, that there was thickened, calcified leaflets with some residual motion of the right coronary cusp but essentially no excursion of the left and noncoronary cusps. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patent effects as a result of the replacement.

Manufacturer narrative:
As received, all three leaflets had removed sections of the leaflets that were not returned. Heavy calcification was observed in the cusp areas of leaflets 1 and 2. Minimal calcification was observed in the cusp area of leaflets 3. The free margin of leaflet 1 and 2 also exhibited heavy calcification. Free margin of leaflet 3 exhibited minimal to moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth was also demonstrated. The explanted device was evaluated by edwards, which confirmed the reported event. It appears that heavy calcification growth on the valve caused the patient's stenosis. There is no change in the original conclusion of this event. No further actions are possible with the available information.